Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 2645. H10 ? Device evaluation results: one cadd solis vip pump was returned for investigation in used condition. There was no evidence of the reported product problem (?air in line") alarm in the event history log. This alarm was not reproduced during functional testing. The root cause of the customer reported product problem was unknown. The air detector was replaced on the pump.

Event description:
Additional information was received indicating that there was no patient involvement. The product problem was observed during testing.

Event description:
Information was received indicating that the cadd solis vip pump displayed a constant air in line alarm. There were no adverse events reported.